Event description:
The radio frequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head was out of specification during uplink functional tests and therefore the head's cable was replaced. It was also determined that the head's label was missing its backing and would need to be replaced. The head was sent on for repair. (B)(4).